Event description:
There was an allegation of questionable sodium results from multiple patient samples from the cobas 6000 c501 module. Patient 1 initial result was 163 mmol/l, the repeated result was 139 mmol/l. Patient 2 initial result was 165 mmol/l, and the repeated result was 138 mmol/l. Patient 3 initial result was 244 mmol/l, and the repeated result was 141 mmol/l. The results were not reported outside of the lab.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was in range on the day of the event. A field service engineer (fse) determined that the rinse tube was leaking and replaced it. He confirmed the tests and module were running within specification. The investigation determined that the service action resolved the issue.